Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: loss of capture with schedule repositioning.

Event description:
Boston scientific crm received information that this right atrial (ra) lead was experiencing loss of capture and undersensing the p waves. An x-ray confirmed that the ra lead was dislodged. The patient is not dependant, so the physician has elected to reposition the ra lead in approximately one month when a device upgrade is performed. No adverse patient effects were reported.